Manufacturer narrative:
The user experienced loss of consciousness requiring ems transport and hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user was not connected to the device at the time of the event due to a temporary disconnection for showering. No clear cause for the loss of consciousness was identified and limited clinical and treatment details were available. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-apr-2026 it was reported that on (B)(6) 2026, the user experienced an event involving loss of consciousness with a reported blood glucose (bg) level of 266 mg/dl, resulting in hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. No long-term health effects were reported.